Event description:
It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. Vascular access was gained via the right femoral artery. The 3.0x28mm, 80% stenosed target lesion was located in the proximal left anterior descending (lad) artery extending to the mid lad. The lesion was pre-dilated with an unknown balloon and the 3.0x32mm (B)(4) stent was deployed and post dilated. The patient was discharged with aspirin and clopidogrel. In (B)(6) 2011 the patient was readmitted. Angiography revealed 90% in-stent restenosis of the 3.0x28mm (B)(4) stent with timi 3 flow. The lesion was treated with an unknown drug eluting stent with a result of 0% stenosis and timi 3 flow.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).